Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had liquid leakage. This occurred during priming. There was no report of patient involvement.

Manufacturer narrative:
One used sample was received for evaluation for the complaint that the device had liquid leakage. As received no damage or anomalies were observed. The tube luer bond junction of the returned cassette was leak tested. A leak was observed at the tube luer junction of the cassette. The luer tube bond was separated and the tube and bond pocket was inspected. A solvent channel was observed on the tube. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during assembly.